Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 reperfusion catheter (ace 68). During the procedure, the tip of the ace 68 became collapsed after continued use. Therefore, the ace 68 was removed and the procedure was completed using non-penumbra devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was bent approximately 110.0 cm from the hub. The ace 68 was kinked repeatedly from 118.0 cm from the hub to the distal tip. The ace 68 was stretched approximately 131.0 cm from the hub. Conclusions: evaluation of the device revealed the distal tip of the ace 68 was repeatedly kinked, and the distal region was bent and stretched. These damages are likely a result of the repeated attempts to advance and retract the ace 68 against resistance. The non-penumbra devices mentioned in the complaint were not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.